Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6): product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative reported that a revision would occur on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen and dilaudid (hydromorphone) via an implantable pump for spinal pain indications for use. It was reported that the patient present last night around 9:00 pm and reported that on (B)(6) 2024, he heard a popping sound a CT scan revealed an encapsulated fluid collection at the lower midline, measuring 8.1 centimeters. The healthcare provider (hcp) asked, if possible, the pump could leak. The technical services (tss) explained pumps are medically sealed and asked if this was near the catheter or if the catheter appears to be disconnected from the pump. The hcp could not verify. The patient was having tingling and numbness that has gotten worse over the past couple of days. The patient announced that he is going home and going to follow up with pump managing physician. Additional information received from a healthcare provider (hcp) via a company representative (rep) reported that the hcp believed the catheter broke where it enters the spine. Ther e were no external factors involved. The pump was turned to minimum rate and the patient was supplemented with oral medication. A dye study will be performed. The event was not resolved. It was unknown if surgical intervention was planned.